Event description:
It was reported that the patient's permanent implant was not providing the relief she had during the test stimulation. She experienced surging, shocking/jolting sensations, and painful stimulation. Further information is being requested from the hcp.